Manufacturer narrative:
Correction to the field h6 patient codes: e0515 updated to e0604.

Event description:
It was reported that pericardial effusion occurred. It was reported that versacross connect laac access solution was selected for use during a percutaneous left atrial appendage closure to treat nonvalvular atrial fibrillation. A CT analysis revealed a left atrial appendage (laa) with an upward and anterior angulation, and an ostium measuring approximately 28 mm. The procedure was initiated. Using the versacross, a transseptal puncture was attempted targeting the inferior/posterior region, but positioning was difficult. As the versacross system dropped into the inferior vena cava, an attempt was made to reposition it using the rf wire. During this maneuver, it was observed that the wire had passed into the left atrium. Upon closer evaluation of the passage point, it was determined to be considerably posterior on the septum. There were no signs of the wire passing through structures outside the septum, and no change was observed in pericardial fluid, so the rf wire was withdrawn. A septal dissection and a small amount of pericardial fluid were noted, but no increase was observed. As there were no changes in the patient's vital signs, the procedure was continued, and the operator was changed. Subsequently, the procedure progressed without further issues. After angiography, a 35-mm device was selected and prepared. Deployment was performed once. The device was deployed deep from the anterior lobe and positioned at justos. After the tug test, protrusion of slightly more than one-third was observed at 90degrees and at 135degrees. Anchoring appeared favorable, but at 135degrees, the proximal anchor on the posterior side did not appear to be engaged. Therefore, the tee imaging angle was changed to 90/180, and an additional tug test was performed. Anchoring was confirmed to be satisfactory. It was confirmed that the proximal anchor was also engaged, and at three out of four tee angles, both the superior and inferior anchors were engaged. The degree of protrusion remained unchanged. The device size and leak were within acceptable ranges. Although slight protrusion of more than one-third persisted and the 135degrees posterior-side proximal anchor engagement could not be confirmed, the left atrium appendage (laa) was broad toward the distal side, and tee evaluation in all four angles confirmed a wide device-to-tissue apposition zone as well as favorable anchoring. Given that the size was appropriate and anchoring was stable, the team judged that release was feasible, and the device was released. No issues occurred after release. No increase in pericardial fluid was observed at the septum. The procedure was completed without further complications. In the physician's opinion, given the patient's advanced age, cardiac tissue fragility is considered likely, along with a narrow space between the ivc and the septum. It is assumed that when the system dropped into the ivc, the sheath tip may have been pressing against the septum, and the rf wire may have penetrated the tissue when it was advanced in that position. Although the rf wire is generally safe, caution is required in the straight segment near the sheath tip. Although device protrusion is present, it is considered clinically acceptable. Product return is not expected. It was further reported that no damage was noted on the the sheath tip, dilator, or other devices. The superior vena cava was tortuous anteriorly and posteriorly, requiring special techniques for torque transmission and sheath curvature. As per the physician opinion, the patient's anatomical structure caused difficulty with the septal puncture. The septal puncture was not attempted before pericardial fluid was confirmed, the pericardial effusion was noted when the septum was unintentionally out of alignment during wire removal located within the posterior septum behind the heart. No issue was noted with the versacross wire. No fluoroless technology used without fluoroscopy. The activated clotting time reached at 314 seconds during the procedure. The patient was hospitalized for percutaneous left atrial appendage closure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. It was reported that versacross connect laac access solution was selected for use during a percutaneous left atrial appendage closure to treat nonvalvular atrial fibrillation. A CT analysis revealed a left atrial appendage (laa) with an upward and anterior angulation, and an ostium measuring approximately 28 mm. The procedure was initiated. Using the versacross, a transseptal puncture was attempted targeting the inferior/posterior region, but positioning was difficult. As the versacross system dropped into the inferior vena cava, an attempt was made to reposition it using the rf wire. During this maneuver, it was observed that the wire had passed into the left atrium. Upon closer evaluation of the passage point, it was determined to be considerably posterior on the septum. There were no signs of the wire passing through structures outside the septum, and no change was observed in pericardial fluid, so the rf wire was withdrawn. A septal dissection and a small amount of pericardial fluid were noted, but no increase was observed. As there were no changes in the patient's vital signs, the procedure was continued, and the operator was changed. Subsequently, the procedure progressed without further issues. After angiography, a 35-mm device was selected and prepared. Deployment was performed once. The device was deployed deep from the anterior lobe and positioned at justos. After the tug test, protrusion of slightly more than one-third was observed at 90 degrees and at 135 degrees. Anchoring appeared favorable, but at 135 degrees, the proximal anchor on the posterior side did not appear to be engaged. Therefore, the tee imaging angle was changed to 90/180, and an additional tug test was performed. Anchoring was confirmed to be satisfactory. It was confirmed that the proximal anchor was also engaged, and at three out of four tee angles, both the superior and inferior anchors were engaged. The degree of protrusion remained unchanged. The device size and leak were within acceptable ranges. Although slight protrusion of more than one-third persisted and the 135 degrees posterior-side proximal anchor engagement could not be confirmed, the left atrium appendage (laa) was broad toward the distal side, and tee evaluation in all four angles confirmed a wide device-to-tissue apposition zone as well as favorable anchoring. Given that the size was appropriate and anchoring was stable, the team judged that release was feasible, and the device was released. No issues occurred after release. No increase in pericardial fluid was observed at the septum. The procedure was completed without further complications. In the physician's opinion, given the patient's advanced age, cardiac tissue fragility is considered likely, along with a narrow space between the ivc and the septum. It is assumed that when the system dropped into the ivc, the sheath tip may have been pressing against the septum, and the rf wire may have penetrated the tissue when it was advanced in that position. Although the rf wire is generally safe, caution is required in the straight segment near the sheath tip. Although device protrusion is present, it is considered clinically acceptable. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross dilator is being submitted. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. It was reported that versacross connect laac access solution was selected for use during a percutaneous left atrial appendage closure to treat nonvalvular atrial fibrillation. A CT analysis revealed a left atrial appendage (laa) with an upward and anterior angulation, and an ostium measuring approximately 28 mm. The procedure was initiated. Using the versacross, a transseptal puncture was attempted targeting the inferior/posterior region, but positioning was difficult. As the versacross system dropped into the inferior vena cava, an attempt was made to reposition it using the rf wire. During this maneuver, it was observed that the wire had passed into the left atrium. Upon closer evaluation of the passage point, it was determined to be considerably posterior on the septum. There were no signs of the wire passing through structures outside the septum, and no change was observed in pericardial fluid, so the rf wire was withdrawn. A septal dissection and a small amount of pericardial fluid were noted, but no increase was observed. As there were no changes in the patient's vital signs, the procedure was continued, and the operator was changed. Subsequently, the procedure progressed without further issues. After angiography, a 35-mm device was selected and prepared. Deployment was performed once. The device was deployed deep from the anterior lobe and positioned at justos. After the tug test, protrusion of slightly more than one-third was observed at 90degrees and at 135degrees. Anchoring appeared favorable, but at 135degrees, the proximal anchor on the posterior side did not appear to be engaged. Therefore, the tee imaging angle was changed to 90/180, and an additional tug test was performed. Anchoring was confirmed to be satisfactory. It was confirmed that the proximal anchor was also engaged, and at three out of four tee angles, both the superior and inferior anchors were engaged. The degree of protrusion remained unchanged. The device size and leak were within acceptable ranges. Although slight protrusion of more than one-third persisted and the 135degrees posterior-side proximal anchor engagement could not be confirmed, the left atrium appendage (laa) was broad toward the distal side, and tee evaluation in all four angles confirmed a wide device-to-tissue apposition zone as well as favorable anchoring. Given that the size was appropriate and anchoring was stable, the team judged that release was feasible, and the device was released. No issues occurred after release. No increase in pericardial fluid was observed at the septum. The procedure was completed without further complications. In the physician's opinion, given the patient's advanced age, cardiac tissue fragility is considered likely, along with a narrow space between the ivc and the septum. It is assumed that when the system dropped into the ivc, the sheath tip may have been pressing against the septum, and the rf wire may have penetrated the tissue when it was advanced in that position. Although the rf wire is generally safe, caution is required in the straight segment near the sheath tip. Although device protrusion is present, it is considered clinically acceptable. Product return is not expected. It was further reported that no damage was noted on the sheath tip, dilator, or other devices. The superior vena cava was tortuous anteriorly and posteriorly, requiring special techniques for torque transmission and sheath curvature. As per the physician opinion, the patient's anatomical structure caused difficulty with the septal puncture. The septal puncture was not attempted before pericardial fluid was confirmed, the pericardial effusion was noted when the septum was unintentionally out of alignment during wire removal located within the posterior septum behind the heart. No issue was noted with the versacross wire. No fluoroless technology used without fluoroscopy. The activated clotting time reached at 314 seconds during the procedure. The patient was hospitalized for percutaneous left atrial appendage closure.